Manufacturer narrative:
Evaluation of the device revealed the vamp plus tubing was broken/snapped off at the bond joint to the sample site. There did appear that there was an indication of excessive solvent visible around the bond area.

Event description:
It was reported that the vamp plus tubing was broken before use.